Manufacturer narrative:
Additional information was provided in b.5., d.9., h.3., h.6 and h.11. The lens was returned positioned incorrectly in the lens case. Viscoelastic was observed on the lens. No damage was observed. The lens was cleaned with klrp (klotho-related protein). A dimensional inspection (plan view) was conducted. The lens dimensions (plan view) met specification using an approved template. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported zonular issue after implantation. The lens was returned and no damage was observed. The lens dimensions (plan view) met specification using an approved template. No issues were reported with the lens delivery. Information was provided that the replacement lens was a multi-piece. The surgeon indicated that they were not sure if the issue was with the lens or the patient's anatomy. It happened upon lens implantation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that surgeon was also not sure and the event happened upon lens implantation, high suspect on iol as the cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, patient experienced zonulelysis after implantation of lens. The lens was explanted and replaced with multi piece lens in the initial procedure and there was no patient harm.